Manufacturer narrative:
(B)(4). The device was unable to be primed due to the flow stoppping. The baxter recommended filling procedure was reportedly used prior to the event. No additional information is available. The lot was manufactured from august 25, 2015 ¿ august 26, 2015. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection revealed no signs of blockage or physical abnormality that could have caused the reported condition. A functional flow rate test was performed, and the flow rate was found to be within the specification range of the product. Flow continued without stopping until the reservoir was empty. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that delivery stopped with a small volume infusor device during priming. There was no patient involvement. No additional information is available.